Event description:
Customer called to report a slightly bloody leak near the laser of the coulter lh750 hematology analyzer. There were no patient samples or results affected by the leak. The user was wearing personal protective equipment (ppe) consisting of gloves, a gown, and eye protection at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The field service engineer (fse) found that the tubing on the flowcell popped off. The fse reattached the tubing. The repairs were verified per the established procedures. The root cause of the leak is that the tubing from the flowcell popped off.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).